Event description:
It was reported that, "the pt underwent right hip replacement surgery in 2006." It was further reported that, "after implantation, the pt began experiencing significant pain, constant irritation and discomfort in the location of his hip."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available, due to the ongoing litigation.